Event description:
It was reported that perforation occurred during laser extraction of the left ventricular lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.